Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad buttons were less responsive and required multiple presses. The reporter stated that the keypad was torn at okay button and spreading to arrow buttons since a few days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the keypad cover is torn cover 'ok' button with exposed contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Testing confirms all keypad buttons are responsive as normal. Removed keypad cover to check the condition of all key contacts, contaminations is visible under all of key contacts. The display screen also has a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.